Manufacturer narrative:
The field service engineer (fse) confirmed the leak at shear valve (cvl) 98. The fse replaced the cvl93; however this did not resolve the issue. After further investigation the fse determined that a sluggish actuator at vl98 (self-cleaning pathway) was the cause of the issue. Vl98 and the actuator were replaced resolving the leak. (B)(4).

Event description:
The customer reported a leak of an unknown amount from shear valve cvl93 on the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.